Event description:
It was reported to boston scientific corporation that a hedgehog was used during a scope cleaning on unknown date. During scope cleaning, the hedgehog brush head broke. There was no patient involvement in the event.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date of (B)(6) 2025, was chosen as the best estimate based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.